Manufacturer narrative:
This report is filed november 11, 2013.

Event description:
Per the clinic, the patient was receiving augmentin (date not reported) as a preventative treatment due to a performance decrement with device use; however, no infection was diagnosed. The patient regained normal benefit with device use. No additional episodes were reported as of the date of this report, (B)(4) 2013.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2013, and the patient was reimplanted with another device during the same surgery. (B)(4).

Manufacturer narrative:
(B)(4). Implanted device remains.